Event description:
Patient has had a right knee replacement in the nineties. She states there has been no recent injury to the right knee. However, she has had pain for the past six months. Her right ankle has fused causing her to walk on the knee at an angle. Her whole right side, including her hip is in constant discomfort, with occasional sharp pain. Pain level is 9/10. She walks stiff-legged. Xrays taken in fall 2016 showed derangement with abnormality of the right knee prosthesis medially. After much discussion with attending orthopedic surgeon, patient wishes to undergo revision of right total knee. Indication for procedure: catastrophic failure of right knee with metal-on-metal articulation. The marked varus infected tibial tray was eroded through and had fractured. Complications: distal femoral allograft with internal fixation and complete synovectomy & partial lateral patellectomy..